Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to patient's infusion site infection. The lot details provided show that the patient was using an expired pod. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported developing an abscess on the thigh after wearing the pod on the leg for between 25 and 36 hours. After one and half days of pod wear, the patient noticed significant swelling and redness at the insertion site. Initially, the patient considered it as a minor issue, as similar but less severe reactions had occurred previously. However, the condition worsened over the following days with increased swelling, redness and warmth. Eventually, the patient consulted a physician and was prescribed dicloxacillin orion 500 mg. Despite antibiotic treatment, the symptoms persisted. One week later, the patient returned to the doctor and was referred to a university hospital for surgical intervention. The abscess measured approximately 3 times 3 centimeters with central fluctuation. The procedure involved local anesthesia (15 milliliters lidocaine), a 10 times 5-millimeter skin excision, drainage of pus, and cavity cleaning. The wound was dressed, and the patient was advised to rinse the site twice daily. Additional information was received on 08jan2026 and the patient reported that the wound had healed well and was slightly sore on the surgical site location.